Event description:
It was reported that during initial setup of the ilet, the user encountered repeated ¿unable to proceed¿ alerts with alert code 38 indicating consecutive stalled motor when attempting the insulin cartridge setup, and a restart alert occurred during cgm pairing that completed with successful sensor pairing; the device was not in clinical use at the time. Symptoms included no adverse clinical effects and no impact on blood glucose. Outcomes included shipment of a replacement ilet, instructions provided to shut down the device to prevent further alerts, and a plan for data backup via the mobile app before return. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded that the complaint was able to be confirmed through the engineering logs, however, duplication testing and component investigation found no issue with the ilet device. As such, the cause of the user-experienced motor stalls was unable to be determined.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of¿device¿malfunction was confirmed via failure investigation¿ this MDR is part of a remedial submission made in response to FDA¿form¿483 observations to ensure full reporting compliance.